Event description:
This case was reported by a consumer via the UK regulatory authority and described the occurrence of gastroenteritis in a pt who received gsk denture adhesive (formulation unknown) (poligrip) for an unknown drug indication. On an unknown date, the pt started using gsk denture adhesive (formulation unknown). On (B)(6) 2012, the pt stated that it caused the stomach lining to be very badly inflamed and prevented the pt from eating anything other than soup. The pt was tested at hospital where they found gastroenteritis. The pt reported that the events were "serious" due to difficulty digesting food. Treatment medication included a 6 week course of omeprazole (40mg capsules). At the time of reporting, the outcome of the events was unknown.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2012-00045. Poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).